Event description:
Customer reported a past low blood glucose event with a lowest level of 48 mg/dl. Cause was not known. Customer managed the situation by consuming carbohydrates. Technical support recommended that the customer consult a healthcare professional to discuss potential factors affecting blood glucose levels. The customer acknowledged and understood the guidance provided.